Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: db-2203-45, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: argyle lead 45cm sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a right sided brain bleed following the dbs implant procedure. Therefore, the patient was hospitalized. The patient is doing well and is expected to fully recover. No further information was able to be obtained despite good faith efforts.

Manufacturer narrative:
The devices were not returned as they remain implanted in the patient. As such, physical analysis was unable to be performed. However, it was confirmed the device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed that intracranial hemorrhage is a known risk associated with use of dbs. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Additional suspect medical device component involved in the event: model number/catalog number: db-2203-45 serial number: (B)(6). Batch/lot number: 5005974 model/catalog description: argyle lead 45cm sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced a right sided brain bleed following the dbs implant procedure. Therefore, the patient was hospitalized. The patient is doing well and is expected to fully recover. No further information was able to be obtained despite good faith efforts.